Event description:
On (B)(6) 2012, it was reported that the vns patient has had two suicidal gestures or attempts since the last visit. They were definite but very ambivalent in intent and there was no danger to life. The patient does not have any suicidal tendencies, including preoccupation with thought of death or suicide. Good faith attempts were made for further information from the physician but the physician's office reported that they were not aware that the patient had these two suicide gestures/attempts as it was not reported to them because there was no medical threat to life. Therefore, they were not able to comment on the gestures as the patient did not report it to them and they have not seen the patient since (B)(6) 2012, when the patient had reported no suicidal gestures or attempts.

Event description:
Additional information was received on (B)(6) 2012, when the central rater group (crg) provided further information about the telephone interview they had conducted with the patient on (B)(6) 2012. The crg indicated that the patient had reported two episodes of depression over the last year. The first episode started a few days after (B)(6) and lasted for about a month. The patient was noted to be able to continue working part-time through this episode. In (B)(6) 2012, it was noted that the patient's mood went downhill again and this time the patient stated she couldn't work due to the depression. After about three weeks the patient went back to work part-time. Since the depression in (B)(6), the patient described herself as more stressed than depressed. The patient's psychiatrist has increased her anti-anxiety medication. The patient also noted that she had been feeling depressed the last week due to marital and financial problems. The patient denied suicidal ideation at the time of the assessment. The crg also stated that patient reported five "manic episodes" during the interval, characterized by intense irritability, racing thoughts, pressured speech, no need to sleep, and suicidal ideation. Each one of these lasted only 24 hours. During the worst one, which was around the holidays, she bought rope to hang herself. The patient then told her husband and asked to be taken to the emergency room. During another episode, the patient drew a bath with the intention of drowning herself. The crg noted that if they are concerned about suicide thoughts at the time of the interview they always call the site and that they make efforts to speak with the physician, not just the site coordinator. The crg's report of the patient's events was later provided to the physician's office. The physician reported that vns probably played a minor role in the patient's suicide gestures. He stated that he cannot rule out increased cycling as the cause of the manic episodes. The patient does not have a history of manic episodes prior to vns. The physician also indicated that interventions have been taken, but did not specify what these interventions were. He did state that the outcome thus far has been excellent.

Event description:
Additional information was received on (B)(6) 2013 when the physician's assistant reported that they could not provide any further information on the patient as the patient did not actually reveal any information to them about her events during the clinic visit in (B)(6) 2012. He did state that the patient is being scheduled for another visit however it has not been scheduled yet and at that time he may be able to provide further information.

Event description:
On (B)(4) 2013, additional information was received from the physician¿s office reporting that the patient had a suicidal attempt as marked on a (B)(6) 2013 assessment form where the patient tried to hang herself. Due to family and personal stresses, the patient felt guilty and tried to hang herself. She was then hospitalized in (B)(6) 2012.

Event description:
On (B)(6) 2013 additional information was received when the physician reported that the patient feels that the suicide gestures are due to relationship and patient problems therein. The stress from the patient's relationship is playing a part in the patient's mania. Other events contributing to the mania were reported by the physician to be pain in the side of the neck in the area of implant that has been present since implant, however, the physician stated that this pain is not related to the vns system but to stress.